Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack. No patient injury was reported.

Manufacturer narrative:
Customer was provided with a replacement telepack. System was programmed and tested to factory's specifications.